Event description:
It was reported that material deformation occurred which led to a saline leak. The 25 cm in-stent restenosis was located in a moderately tortuous and moderately calcified vessel. A 2.4 mm jetstream xc catheter was chosen to treat the in-stent restenosis. After drilling 10 to 15cm through the lesion, progression was impossible despite several attempts. The catheter burr was slipping without advancing. The catheter was then removed, and upon examination, a breach was found in the catheter a few centimeters from this distal tip, the outer coating was observed to be sectioned and leaking. A different device of the same model was used to complete the procedure which led to a prolonged episode of care. There were no patient complications as a result of this event.

Event description:
It was reported that material deformation occurred which led to a saline leak. The 25 cm in-stent restenosis was located in a moderately tortuous and moderately calcified vessel. A 2.4 mm jetstream xc catheter was chosen to treat the in-stent restenosis. After drilling 10 to 15cm through the lesion, progression was impossible despite several attempts. The catheter burr was slipping without advancing. The catheter was then removed, and upon examination, a breach was found in the catheter a few centimeters from this distal tip, the outer coating was observed to be sectioned and leaking. A different device of the same model was used to complete the procedure which led to a prolonged episode of care. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluation by manufacturer: the device returned consisted of a jetstream atherectomy catheter. The device was visually and microscopically examined for any damage. Visual examination revealed multiple kinks and the shaft bulge 3.5cm from the tip. Microscopic examination revealed no damages. Inspection of the remainder of the device revealed no other damage or irregularities.